Event description:
During the reported implant attempt, the utilized device stylet disassembled into 3 component pieces which lead to difficulties while operating the fixation mechanism of the device.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the u.s. In response to the warning letter that the us food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. The device associated to this complaint was not returned to the MFR, so no device analysis was performed. However, device history records for the device were reviewed. Additional details: review of the device history records confirms the claims as stated by the physician regarding the disassembly of the easyturn stylet handle associated to the stelid ii btf26d lead (B)(4). The associated easyturn stylets (part#: ee0191c8g050) from lot 0602090002 were mfg prior to the introduction of a 9n pull test, which was established to avoid disassembly of easyturn stylets during use.